Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter tore and the stent was unable to be deployed. The guide catheter break occurred within the push catheter, allowing the device to be removed in one piece. The procedure was successfully completed with a different device and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter tore and the stent was unable to be deployed. The guide catheter break occurred within the push catheter, allowing the device to be removed in one piece. The procedure was successfully completed with a different device and no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported that the customer cut the push catheter to remove the device from the endoscope.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was stretched and broken with the stent loaded on the broken distal piece. Some portion of the guide catheter was not returned for evaluation. The distal end of the guide catheter had a kink/bend (suture impression). The push catheter was cut by the customer near the distal end. The suture was broken. The distal barb of the stent was clogged with residue, but no damages were observed on the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.